Event description:
It was reported that the device was used during a gastric band procedure. The band had a hole in it, when prefilling for insertion, it leaked. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.